Event description:
Customer reported that the insulin pump alarmed for no delivery. The blood glucose reading was 120 mg/dl. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. She was advised to remove the infusion set and stated that the cannula was not bent. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.